Manufacturer narrative:
A correlation between the device and the elevated lactate dehydrogenase (ldh) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was assessed in clinic during a routine visit, and was found to be in heart failure with elevated lactate dehydrogenase (ldh) and total bilirubin. It was also reported that the pump sounded different on auscultation. The patient was treated with a heparin infusion and dipyridamole. Ldh values ranged from 1058 u/l to 1394 u/l. An echocardiogram with a (B)(6) study and a CT of the chest were unremarkable for thrombus. Findings were consistent with congestive heart failure, including interstitial edema, mild bilateral pleural effusions, and underlying cardiomegaly. The patient was discharged. No additional information was provided.